Event description:
The patient had generalized body pain and sweating. The patient was not getting pain relief and felt like she was in withdrawal because of intermittent sweating. She said that the pump ¿is not delivering the correct amount of medication¿. There was no record of a volume discrepancy. The pump logs were checked and appeared normal. The patient had been admitted to the hospital for stomach problems, a clot or mass on her lungs, and for bladder problems. The patient was getting IV (intravenous) medication for pain. The patient¿s status was reported as ¿alive-with injury¿ as the patient had increased pain and was an in-patient. There was no plan for explant at the time of this report. The patient was being evaluated for her other medical complaints. The device system was delivering hydromorphone. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter.

Event description:
Additional information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration at a dose of 9.538 mg/day via an implantable pump for non-malignant pain. It was reported that the last pump was replaced because it was malfunctioning for over a year. The patient stated that the battery was dead, the catheter was no longer in the right place and the medication was flowing out. The patient also stated that it was going dry before it¿s time and stated it happened in (B)(6) 2015. The patient stated she didn¿t know it, but she was in withdrawal. The nurse found her on the floor at home and the patient went to the hospital to get stable. The patient was there for 4 weeks and a rehab facility after because she couldn¿t walk. The patient stated that was when the rsd (reflex sympathetic dystrophy) kicked in (she¿s had rsd for 12 years and that¿s one of the reasons for the pump). The pump was replaced in (B)(6) 2016 and the patient told the hcp she was very happy.

Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).